Manufacturer narrative:
The astral device was returned to resmed. Evaluation identified signs of insect infestation and device sensor circuit board was disconnected from the main circuit board. The device was deemed beyond repair and scrapped. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4)

Event description:
During resmed evaluation, an astral device displayed an error message (sf192) related to power to the sensor board. There was no patient involvement reported.